Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation caused by the left ventricular (lv) lead. The lead was repositioned one-day post implant to a different vein with acceptable measurements and no stimulation. The lead is still in use. No further patient complications have been reported as a result of this event.